Event description:
The lay reporter contacted lifescan alleging that patient did not receive a replacement meter. The patient originally called because of an "apply sample" icon on his meter. During troubleshooting the meter did not provide any readings even with a new vial of test strips and sufficient blood applied on the test strips. The lay user/patient was incoherent and was "not making any sense". The patient did not receive a replacement meter and was unable to test his blood glucose. The paramedic's were called and he was treated with a "shot" to elevate his blood glucose reading. Once in the hospital, the physician tested the patient's blood glucose and his reading was 1.1 mmol/l (19mg/dl). The physician treated him with orange juice and vanilla pudding and sent him home. The patient has had the meter for one year. The reporter does not know whether he tried to test prior to the incident. The reporter mentioned that the patient tested on an old meter and that meter was not working (no info on whether she was referring to his lfs meter). Because the patient had not received a replacement meter a field exchange was done with a local pharmacy. The reporter did not know the patient's diabetes regimen and it is unk on whether the patient took his diabetes regimen at the time of the event. The complaint is being reported as an adverse event, since the patient was unable to test his blood glucose at the time of the event and there was a delay of treatment due to the "apply sample" icon and he did not receive a replacement meter; subsequently he experienced hypoglycemia and required treatment.